Event description:
After using the toothbrush for about one month, the bristles started falling out. Every time while brushing, bristles would fall off into the customers mouth and they would have to pick them out or use mouthwash to remove.